Manufacturer narrative:
Additional manufacturing narrative: other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted. E1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6). E1. Initial reporter phone number exceeded allowable field length, initial reporter phone number is as follows: (B)(6).

Event description:
The customer reported a "problem with the spo2 port" of the rad-97 and "the signal kept dropping." There was no patient impact or consequence reported.

Event description:
The customer reported a "problem with the spo2 port" of the rad-97 and "the signal kept dropping." There was no patient impact or consequence reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned rad-97 was evaluated. A "replace sensor" error message was triggered on the device with minimal physical manipulation on the connector. The resulted issue was due to a recessed pin in the tb20 connector. E1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6). E1. Initial reporter phone number exceeded allowable field length, initial reporter phone number is as follows: (B)(6).